Event description:
I had lasik surgery, both eyes, to correct far-sightedness problem. Left eye was corrected for reading use and the right eye was corrected for distance use. Right eye never fully recovered; created slight but very bothersome blurred/impaired vision in right due, apparently, to constant excessive dry eye. Seven years post surgery, the bothersome and some times debilitating blurring and irritation continues. My sight/vision in right eye continues to create problems. For instance many, many errors in typing on computer screen due to blur/disorientation. Also, grow very, very tired quickly when writing on computer screen due to blur/irritation/disorientation. Lasik surgeon and second opinions by ophthalmologist have all been the same: I have chronic dry eye in right eye but I have "good" vision. I disagree. My vision when writing and reading and watching movies is less than satisfactory due to the distraction, blur/disorientation coming from the right eye. Long term use of restasis significantly reduces dry eye blur, and distraction. However, use of restasis never completely relieves dry eye and blur.